Event description:
It was reported that the patient was implanted a durom femoral component 46 code l on the left side on (B)(6) 2011. The patient was revised on (B)(6) 2013 due to pain. It was also reported that the patient had a CT scan where thickened synovial tissue was observed (no pseudo tumor).

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in (B)(4) 2008 as correction (B)(4). Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).